Manufacturer narrative:
Section h6: health effect - impact code: appropriate term / code not available - superior vena cava (svc) syndrome, bilateral upper extremity oedema.

Event description:
It was reported that the patient experienced bradycardia, bilateral upper extremity oedema, deep vein thrombosis (dvt). Superior vena cava (svc) syndrome due to the right atrial (ra) and right ventricular (rv) leads was confirmed via imaging. The patient's ejection (ef) fraction had improved per the physician, so the entire system was explanted. The patient remained stable throughout the process with no complications.